Event description:
The pt experienced no stimulation sensation following implantation of an add'l lead and extension to cover new, add'l pain. This new lead had only been able to reach the new pain for, at most, 1 month. The prior system was not able to reach this area of new pain. It was noted that it reached her leg pain. She was in fair condition and noted that she just wanted someone to hear her complaint. Add'l info was requested.

Manufacturer narrative:
(B)(4)